Event description:
During preparation for an upper endoscopic procedure, the physician selected a cook hemospray endoscopic hemostat. It was reported when the customer tightened device to activate it, the bottom portion of the handle broke; the co2 [carbon dioxide] cannister ejected as well. This occurred prior to patient contact; there was no impact to the patient or to the user of the device. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray without the lid stock. A lot number was not provided with the returned device. The photo provided shows the device's red activation knob in several pieces within the open tray. The device handle, co2 cartridge, foam, and a single catheter were also observed in the photo provided. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the black o-ring and the regulator's spring, lance, and metal ball were not returned. Only one catheter was included in the return. The returned catheter appeared to be clean without signs of use (no kinks, discoloration, or powder within). The handle, catheter, co2 cartridge, red activation knob, and foam were returned moving freely in the tray. The co2 cartridge was observed to be fully punctured. The device was returned with the on/off switch in the "off" position. The white body of the handle was noted to be intact. Powder was not observed on the exterior of the returned components, within the device nozzle, or within the plastic bag. The red activation knob (cpn 10324) was returned in multiple fragments with the threaded portion of the activation knob remaining seated around the regulator. Not all fragments of the activation knob were returned. The regulator has popped and internal components were not included in the return except for the white o-ring which remains seated within the regulator. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report of handle breakage. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.